Event description:
It was reported on (B)(6) 2025 a 29mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient had a pre-existing right bundle branch block (rbbb) and left anterior fascicular block (lafb). The length of the membranous septum was 11.2mm. The valve was implanted. The final implant depth was 3mm from the non-coronary cusp (ncc). The rbbb and lafb persisted. Three days post-procedure the patient developed complete heart block. A permanent pacemaker was implanted. The patient status was hospitalization.

Manufacturer narrative:
An event of right bundle branch block (rbbb) and left anterior fascicular block (lafb) was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported right bundle branch block (rbbb) and left anterior fascicular block (lafb) could not be conclusively determined. The reported surgical intervention and hospitalization were due to case-specific circumstances. Following the procedure, a permanent pacemaker was placed, and the patient was hospitalized. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 29mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient had a pre-existing right bundle branch block (rbbb) and left anterior fascicular block (lafb). The length of the membranous septum was 11.2mm. The valve was implanted. The final implant depth was 3mm from the non-coronary cusp (ncc). The rbbb and lafb persisted. Three days post-procedure the patient developed complete heart block. A permanent pacemaker was implanted. The patient status was hospitalization.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.